Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental emdr will be submitted at that time.

Event description:
The reported complaint occurred from (B)(6) 2023 and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the clave y-site connector was causing an occlusion in the middle of infusion. The internal rubber within the clave cap located at the b port was pressed down and stuck. Nurses had to prime a new primary line to be able to continue with chemotherapy administration; medication remained distal from pump and was not infused to patient. The issue was resolved by replacing the primary set. There was no bleed back, no patient harm/adverse event, no medical intervention required and it was unknown if there was any delay in therapy.